Event description:
A literature article describes a 40-year-old female with end-stage renal disease and a complex vascular history underwent successful implantation of a super hero graft in 2021. Despite correct implantation and multiple successful thrombectomies over the following months, the patient experienced repeated thrombotic occlusions of the graft. After receiving a kidney transplant and discontinuing warfarin, device removal was planned but not immediately executed. In march 2022, the patient presented with acute abdominal symptoms and underwent an urgent cholecystectomy. Postoperatively, she developed unexplained shock, and imaging revealed extensive thrombosis of the inferior vena cava and suprahepatic veins consistent with budd-chiari syndrome. Despite urgent transfemoral thrombectomy, partial thrombus remained, and the patient developed multi-organ failure, including dialysis-dependent renal failure, hepatic dysfunction, and respiratory compromise. She died 10 days after ICU admission.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.